Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the faulty anti-reflux valve allowed piggy back IV fluid to flow into the primary tubing and the primary fluid bag." There is no report of patient harm. An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
The customer¿s report of back flow was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Examination under magnification noted the check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a failing check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. The root cause of the backflow failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the faulty anti-reflux valve allowed piggy back IV fluid to flow into the primary tubing and the primary fluid bag." There is no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the faulty anti-reflux valve allowed piggy back IV fluid to flow into the primary tubing and the primary fluid bag." There is no report of patient harm.